Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated with thoracic endovascular aortic repair for a fusiform aneurysm with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. The afx2 bifurcated stent graft was implanted through the right approach and then the vela suprarenal was implanted right below the renal arteries. The physician elected to implant an additional 10mm bare stent (non-endologix) because the left common iliac artery was narrow. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU and the absence of an abdominal aortic aneurysm. The final angiography confirmed there were no endoleaks and the procedure was completed. Approximately four and a half (4.5) years post initial procedure, the patient was sent to the emergency room due to an impending rupture. An emergency open surgery was performed, and 2 blood leaks from the suture lines of the front and back side of the afx2 bifurcated stent graft were confirmed. The suture holes were repaired with hydrofit (non-endologix). Aneurysmorrhaphy was performed and the procedure was completed. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and additional surgical procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. There was concomitant product use of a non elgx stent in the left common iliac artery making this off label. It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of complaints could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.